Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided, with moderate ketones not identified as dangerous. Elevated blood glucose was addressed with a correction bolus via the pump. The customer reverted to manual dose injection. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.